Event description:
Per the clinic, on (B)(6) 2026, the patient was assessed with an exposure of the lower left corner of the transducer through the incision scar. Subsequently, the patient was treated with topical and oral antibiotics (specific date and duration not reported). The implanted device remains. The explantation is planned, followed by an assessment to determine whether repositioning of the device is possible or whether a two-stage surgery is required to allow for tissue healing prior to the reimplantation; however, this procedure has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.